Event description:
The tip of the synfix implant holder broke off while trying to remove the implant holder from implant after the implant was inserted into the patient. The metal tip of the instrument was left in the implant as it was difficult to remove the metal and also difficult to remove the implant and insert a new one.

Manufacturer narrative:
Additional information has been requested. Subject device is an instrument and is not implanted. Device returned to and evaluated by synthes EU. The tip of the connecting screw of the aiming device is broken off, possible due to too strong caudal and cranial stress. The instrument is designed for lateral movement. The broken surface is homogenous which indicates material conformity. The manufacturing items were reviewed and no complaint related issues were found.